Event description:
Reporter alleged being admitted to the hospital and monitored due to blood glucose monitoring devcie results. Reporter stated device result was 181 mg/dl and did not provide whether medication and food was taken as normal. Reporter stated hospital device was 109mg/dl and resused to indicate why she was in the hospital only that "blood glucose was related". Reporter stated currently being in the hospital and blood glucose is being monitored. Reporter indicated no controls were used. A request was made for the return of the suspect device and replacement product was sent.